Manufacturer narrative:
Corrected/additional information - the device is not available, and lot number unknown, therefore the h6 codes have been updated.

Event description:
The event involved a 11" (28 cm) smallbore ext set w/nanoclave¿, 6-port nanoclave¿ manifold, check valve, clamp, rotating luer where the customer reported that the registered nurse (rn) noticed that the manifold connected to the patient was leaking. The rn then reordered all new drips and replaced the manifold and the ggt lines connected to it. The manifold was leaking at the last port on the back where there was no bonded microclave, and the carrier solution was infusing through this port. The patient weighed 2.6kg. The medication infusing was sodium chloride 0.45% with heparin 1 unit/ml, rate 2ml/hr and the medication is infused by central line, the event occurred during patient infusion, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.